Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported by the customer that leaking at the t connector on the PICC lines they used yesterday. No other information was provided. Additional information (B)(6): leaking from stopper noted while the PICC was being flushed during the insertion process (B)(6) 2023. It was reported this occurred with two devices. This report addresses the first device.